Event description:
At the start of laparoscopic cholecystectomy, when using the monopolar cautery, the cord began to burn at the proximal end of the cord approximately 30 cm away from the tip of the probe. It was insulated and not near the patient. It was noticed by md and promptly unplugged and removed from the surgical field. All pieces were bagged and saved.